Event description:
The doctor had to realign a cook graft due to a type-3 endoleak. The original procedure was due to the aortic aneurysm on (B)(6) 2016, a zenith fenestrated graft was placed.

Manufacturer narrative:
The device was not returned for evaluation. The work order: (B)(4) was reviewed and appears complete and correct. The device IFU states: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, and endoprosthesis (improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion)." "The long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." Medical imaging associated with this complaint was reviewed by william cook australia medical director: " this appears to be a zfen endograft that was re-lined by a gore cuff when a type 3 endoleak was discovered 3 years post implant. This type 3 endoleak appears to be arising from between the proximal and distal main body components at the point where imminent separation of the two components appears to be happening. The entire main body of the zfen is severely bowed anteriorly, and the endoleak seems to be arising from the point anteriorly where the contrast is leaking between the overlapping sections with those sections just on the point of separating". CAPA: pr230425 was opened to investigate complaints received in america where post-surgery endoleaks have been observed that required intervention due to graft separation between the proximal and distal devices. Based on the information provided, the root cause of the difficulty reported by the customer is unknown. It is possible that the separation was due to: insufficient fixation (friction) between the proximal and distal components inadequate retention forces distal device separation patient-related factors. The degree of anterior ¿bowing¿ of the graft between the initial procedure and the event reported.

Event description:
The doctor had to realign a cook graft due to a type-3 endoleak. The original procedure was due to the aortic aneurysm on (B)(6) 2016, a zenith fenestrated graft was placed.